Event description:
It was reported that stent migration occurred during removal through this device. The target lesion with a bend of 90 degrees and located in the circumflex artery. A 2.50x16mm synergy drug-eluting stent was attempted to advance through an under-deployed stent that was implanted 3 months prior to this procedure. The synergy stent could not cross and the stent delivery system was pulled back into the guidezilla ii. The stent embolized inside the patient as it was being pulled back into the guidezilla ii. The physician placed a 2.5x20mm synergy to cover the embolized stent. The procedure was completed by upsizing the guide extension catheter to a 7fr guidezilla ii and balloon dilations were performed. No further patient complications were reported and the patient was fine.